Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown liner, unknown; unknown, unknown head, unknown; unknown, unknown cup, unknown. Reported event was confirmed by review of x-rays provided. Slight asymmetric positioning of the femoral head within the acetabular cup and radiolucency along the bone cement interface of the proximal femur is noted.acetabular liner fracture was noted on few images. Device history record (DHR) and complaint history review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is indicated for revision due to dislocation/instability. Radiolucency and implant fracture were noted in xrays. Revision surgery not yet scheduled. No additional available.